Event description:
It was reported, the patient experienced ineffective stimulation. The patient previously experienced ineffective stimulation and her lead was explanted and replaced (reference MFR report: 1627487-2014-02034). However, the patient continued to experience ineffective stimulation. The patient desired to have her scs system explanted. The patient's scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.